Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Customer called to report a loose drive support cap alarm during rewind. Customer's blood glucose reading was 394mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 360 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.